Event description:
It was reported from germany that a patient experienced two electrical faults; the driveline extension was still connected to the patient. The patient log files were monitored on a daily basis; no new electrical faults were recorded. On (B)(6) 2015 a service was performed to remove contamination from the driveline connector, there was no special preparation required for the patient. 2 cycles of cleaning were necessary with a pump off time of 60 seconds each. Patient tolerated the pump off time very well. Extension cable was removed. It is noted that the repair action solved the problem. No additional information is provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. From the information for use: "the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running." In the information for use it is stated to wear clean, dry gloves, to disconnect the driveline extension cable from the controller and the pump to prevent driveline contamination. Device still implanted in patient.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed a cleaning procedure to remove the contamination from the driveline connector. The device (B)(4) was not returned to the manufacturer for evaluation because it remains implanted on the patient. Various analyses were conducted and reviewed in order to evaluate the performance of the driveline in relation to the reported event. Pictures sent by the field service engineer confirm the presence of a foreign material in the driveline connector. The reported event was confirmed via review of the controller log files, which revealed multiple "electrical fault" alarms on the date of the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. The most likely root cause of the reported electrical fault event, is the ingress of contaminants onto the driveline connector pins resulting from unsealed inner lumen channels or the clinical process and subsequent handling of the driveline. These factors may have allowed external contaminants to enter the driveline connector. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The heartware hvad instructions for use advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. The IFU instructs, "do not disconnect the driveline or power sources from the controller while cleaning it or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur.